Event description:
Customer reported the vaporizer's interlock pin fell out. There was no reported pt injury. Investigation/conclusion: the unit was returned to the mfg site for investigtion. Initial inspection of the unit confirmed the reported complaint. Upon further investigation, it was noted that the retaining screw was loose, and the interlock rod spring was improperly assembled. The tec 5 vaporizer assembly instructions were reviewed and found to be adequate. Assembly personnel were informed of the occurrence. The user is to ensure that only one vaporizer at a time can be turned on, as stated in the tec 5 vaporizer operation and maintenance manual.